Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continue to be observed. The patient was seen in clinic and all measurements were acceptable. Additionally, there was no evidence of noise and attempts to create noise were unsuccessful. Boston scientific technical services (ts) discussed obtaining an x-ray to assess the lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement. Boston scientific technical services (ts) discussed possible causes. Additional information indicated that field representative that the cause was not determined. Further, the health care professional (hcp) asked why there was no alert for out-of-range impedance. Ts stated that the oor limit is configurable in device then the hcp lowered the oor limit. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted due to routine change out. No adverse patient effects were reported.